Manufacturer narrative:
Device evaluated by MFR: returned product consisted of a coyote nc balloon catheter. The balloon was loosely folded with blood in the lumen. Microscopic inspection revealed a pinhole 1mm distal from the distal markerband. There is no indication the device was inflated over rbp. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was further reported that during the first inflation at 10 atmospheres, the balloon ruptured. The device was completely removed from the patient's body.

Manufacturer narrative:
Age at time of event: 18 years or older.(B)(4).

Event description:
It was reported that balloon rupture occurred. The 99% stenosed target lesion was located in the moderately tortuous and moderately calcified below the left knee artery. After a 6f 45cm non bsc guide catheter crossed the lesion, a 300cm non bsc guidewire was advanced and had difficulty crossing the lesion, but managed to cross the lesion. After that, a 4.0mmx30mmx143cm nc quantum apex¿ (fg coyote nc) balloon catheter was advanced for dilatation. However, during procedure as dilatation was started, contrast leakage was confirmed under the fluoroscopy. The device was removed from the patient's body and it was noted that the balloon was ruptured longitudinally. The procedure was completed with a coyote balloon. No patient complications were reported and the patient's status was good.